Manufacturer narrative:
A non sterile sds on amiia 5.0 x 15 mm, 142 cm was received coiled inside of a bag. The balloon does not present evidence that it was inflated or deflated, however, the balloon has residues of some liquid, which means the device was used. No other anomalies in the device were noted. The balloon and stent were reviewed under microscope at 40 x of magnification; the stent does not present any kind of damage, the struts are not overlapping each other, also the stent presents evidence of the nesting and crimping process. The balloon was inflated using an indeflator. During the inflation, no pinholes, as reported, were found. The balloon was completely inflated and the stent was expanded. The indeflator showed pressure during the inflation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure for burst in the balloon due to a pin hole reported by the customer was not confirmed; no pin hole was detected during the analysis of this complaint, however, controls are placed in the manufacturing area in order to detect pin hole in the balloon during the 100% inspection in the leak test per procedure. The inability to inflate the balloon and expand the stent was not confirmed during functional analysis. Although the cause of the reported inability to inflate the balloon during attempted deployment of the stent could not be determine, neither the product analysis nor the manufacturing records review suggests that the failure experienced by the customer could be related to the manufacturing process. Procedural factors appear to have contributed to the event. No discrepancy was found with functional testing.

Event description:
It was reported that after pre-dilating the 99% renal artery stenosis, when using the genesis on an amiia (pg1550pmw, r0808332), the genesis stent did not expand when the balloon was inflated. The entire device was easily removed without difficulty from the patient's body and a pinhole rupture was found on the amiia. Another unknown product was used and the procedure was completed without any other problem and no adverse event to the patient. There were heavy calcification and vessel tortuosity. There was no difficulty removing the device from the package and no kinks or damages noted prior to insertion into the patient. The device prepped normally. There is no information regarding the contrast used or the contrast to saline ratio. An unknown indeflator was used. The entire device was removed easily from the vessel, the sheath and the rotating hemostatic valve and was intact when removed.